Event description:
Our rep is reporting that during a procedure, a portion of the distal tip of an inserter broke off into its respective anchor and remains therein buried into the bone hole. The procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, complaint device was discarded by user facility. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 199 devices that were released to distribution. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. Note: the IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. It is also possible that the incorrect drill bit (smaller than 2.9mm) was used in this procedure). The recommended bit is the mitek 2.9mm drill. The rationale is that anything smaller that a 2.9mm bit in "healthy" bone would subject the inserter to side loads of more than 24 lbs. As the anchor makes it's way through the cortical layer. The 20 lbs. Load is the upper range of the inserter capability when subjected to side loads". No further action is warranted at this time.